Event description:
During a surgical case, it appeared as though the cut feature remained active (activation tone on generator remained audible) when the surgeon removed his finger from the button. No patient impact or injury.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in fair condition with very minor surface imperfections. Power cord was received. No hand pieces nor user manual were received. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 30 e3 (patient return electrode has poor connection), 4 e5 (monopolar handpiece had reached end of life), 2 f1 (internal temperature too high). All errors are normal error but f1 fault is supposed to occur when the temperature of an internal heatsink (hs1 on the rf amp pcba) exceeds 70c. The fault triggers an audio alarm and prevents delivery of rf energy until the system cools back down. A test was fun on the temperature sensor (the cantherm (B)(4); part of the harness assembly (B)(4)) and it was found to trigger the faults at a temperature of 45c. Since this is less that than the rated 70c +/-5c, it is concluded that the f1 faults were the result of a faulty sensor not an actual overheating condition. The temperature sense harness assembly will be replaced to address this issue. The report of the handpiece button remaining on after surgeon removed finger could not be reproduced in the service department, the unit responded crisply to on/off requests of energy. Root cause: reported condition could not be duplicated in the service department. (B)(4).

Event description:
During a surgical case it appeared as though the cut feature remained active (activation tone on generator remained audible) when the surgeon removed his finger from the button. No patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.